Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was due to poor contact of switching regulator, the power cannot be turned on. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor had no or low power and was not turning on. The issue occurred during service and maintenance. There were no reports of patient involvement.